Event description:
Approximately one year post implantation, the patient presented to the emergency room with an elevated lactase dehydrogenase (ldh) and dark urine. Log files revealed high power and increased flows. The patient was treated with bivalrudin. It was reported that there was no response to the bivalrudin which was chosen due to the patient's impaired renal function. The ldh continued to rise and peaked at 5000 u/l on the day prior to the pump exchange. The following day, the patient underwent a successful pump exchange via thoracotomy approach. There was no area of obstruction or thrombus seen in the left ventricle during the exchange.

Manufacturer narrative:
The hvad pump and controller were returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the devices met all requirements for release. The controller passed all visual and functional examination. Post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Independent pathological analysis revealed that materials observed on the ceramic surface of the upper housing and on the inferior surface of the impeller were both grossly and histologically consistent with thrombi. The cause and origin of the thrombus cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.